Event description:
Provider resumed home medications which included "trelegy" inhaler. Provider questioned this as the patient had stated she was not on any inhalers at home. Clinical pharmacist reviewed and discovered patient to be on the "trilogy" portable ventilator, not the "trelogy" inhaler. Patient's mother had stated during medication reconciliation process that the patient had been on the "trilogy" device for years and get it direct from a dme facility. Ismp is a federally certified patient safety organization and an FDA medwatch partner ismp, (B)(4).